Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in the winter of 2018, the patient was hospitalized multiple times of mrsa driveline infection as well as recurrent gastrointestinal bleeding. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and a direct correlation to heartmate ii lvas could not conclusively be determined through this evaluation. The account reported that the patient traveled to florida in the winter of 2018 during which he was treated multiple times for mrsa driveline infection and recurrent gi bleeding. Additional information was requested, but not provided. The patient ultimately expired on (B)(6) 2019 after suffering a stroke captured under MFR# 2916596-2019-05237. No product is available for investigation. The heartmate ii lvas IFU lists local, driveline, or pump pocket infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information on anticoagulation, including recommended inr values. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.